Event description:
It was reported that a cartridge change error occurred with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method for insulin therapy.